Manufacturer narrative:
The investigation for the reported issue has been completed. The field lt log was reviewed, and a long purge cassette/bag change was observed. No air in purge alarms triggered throughout support. The returned pump and 2 purge cassettes were visually inspected and no abnormalities were observed. One purge cassette (gen2) was run through de-air without issue, connected to the returned pump, and no air in purge alarms triggered. High purge pressure eventually triggered due to biomaterial in the outflow. The next purge cassette was run through de-air without issue, connected to the returned pump, and no air in purge alarms triggered. High purge pressure again triggered due to biomaterial in the outflow. The cause of the issue was most likely patient condition related since returned device operated to specification. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported that extracorporeal membrane oxygenation (echo) showed bubbles from the ventricle to the aorta every 55 seconds. It was seen that systemic vascular resistance (svr) was normal, mean arterial pressure was stable, and there was no ventricular septal defect (vsd), or structural issues identified. Changed console and purge fluid and cassette with no change. Patient was not a candidate for escalation and so the plan was made to continue with therapy. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.